Manufacturer narrative:
Block h6: medical device code a0406 captures the reportable event of stent kinked, inside the patient. Block h10: the returned polaris loop ureteral stent was analyzed, and a visual evaluation noted that one loop of the device bent or kinked, moreover it looks more stretched than the other. Under magnification, it was observed closely the bent/kink in the loop and caught that it is torn as well. Besides observed some residues as a part of procedure. No other problems with the device were noted. The reported event was confirmed. Based on the most relevant information of the complaint event description, device analysis and including the product record review results, the device meets all manufacturing specifications required and passed all the controls and inspections, no abnormalities were reported during the assembly process. According to the event reported and during the product analysis it was observed evidence of one loop bent or kinked and torn, additionally it was possible to observed that this loop was stretch and longer than the other one. It is possible to conclude, that due an interaction of the device with their positioner and or their suture with excess of force over the stent such as an entanglement during the placement at the time to push the device in the procedure could have caused that loop were stretch and at the same time generating the bent/kink and torn in the loop. Therefore, all compiled information on this investigation determines that the most probable cause is adverse event related to procedure since the adverse event occurred during the procedure and the device had no influence on event.

Event description:
It was reported to boston scientific corporation that a polaris loop ureteral stent was used during a ureteral intervention procedure in the ureter performed on (B)(6) 2022. During the procedure, it was noted that after placement, the stent became kinked and bent. The procedure was successfully completed with another polaris loop ureteral stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4)

Event description:
It was reported to boston scientific corporation that a polaris loop ureteral stent was used during a ureteral intervention procedure in the ureter performed on (B)(6) 2022. During the procedure, it was noted that after placement, the stent became kinked and bent. The procedure was successfully completed with another polaris loop ureteral stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. The device has not been returned for analysis.